Event description:
Procedure: gastrectomy. According to the report: squeezing handle felt lighter than usual. A poor cut and malformed stapling occurred. Another device was used to complete the case. Bleeding less than 200cc occurred, and the case was not extended more than 30 minutes. However, add'l resection of tissue was required.

Manufacturer narrative:
Date initial report sent: 09/30/2009.